Event description:
The manufacturer received information from the patient's family alleging a ventilator service required condition had occurred on a trilogy evo device. A sales representative visited the family's home and replaced the device with another device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. The manufacturer¿s service technician confirmed the customer¿s issue and observed error code user interface backlight fail in the device¿s event log. The manufacturer¿s service technician replaced the display printed circuit assembly board to address this issue. Additional findings not related to the malfunction/issue was the manufacturer¿s service technician alleged the backlight drive was faulty on the device. The manufacturer¿s service technician proactively replaced the display on the device. After the parts were replaced on the device, the manufacturer¿s service technician performed the final and run-in tests, along with the battery and valve checks on this device. The manufacturer¿s service technician determined the device was working properly, and it was cleaned.